Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. A visual examination of the returned device found all seven (7) bands deployed. Two (2) blue bands and one (1) white band were returned. It was observed that there was no issue with the ligator head teeth. The suture was seen intact and attached to the trip wire loop. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment, damaged the ligator teeth and contributed to the complaint event. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.